Manufacturer narrative:
It was reported during follow that the patient experienced cloudy effluent and abdominal pain. Peritonitis was not diagnosed. Twenty one days after event onset, the patient was hospitalized. On the same day of hospitalization, the patient's pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis. On an unknown date, the patient was discharged. Anti-fungal syrup was ongoing and the patient was recovered from the event of cloudy effluent and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause was unknown. On the same day as the event onset, the patient was treated with ceftazidime injection (1g, discontinued, route, frequency and duration were not reported), vancomycin injection (1g, discontinued, route, frequency and duration were not reported) and an unspecified anti-fungal syrup (oral, dose, and frequency not reported). At the time of this report, the patient was recovering from the event and anti-fungal syrup was ongoing. Pd therapy was ongoing. No additional information is available.